Event description:
Customer reported that a piece of the adhesive came off of the sensor when he was trying to insert. The blood glucose reading was 450 mg/dl. Nothing further was reported.

Manufacturer narrative:
The adhesive anomaly could not be confirmed as the sensor was returned opened and used.